Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex application logon screen was up and not responding to touch. A technical support specialist terminated the cubex application in task manager, updated the windows system time to match est, and restarted the cubex application to restore functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to log in to issue ceftriaxone inj 2gm and oxycodone tab 5mg. The cubex app logon screen was displayed but was not responding to touch. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.